Event description:
It was reported that the pt had a micl 12.6 implantable collamer lens implanted in the right eye in 2007. As part of the micl postmarket study, the pt reported that her eye developed a leak around the sutures. A patch graft was applied to resolve leak. Pt reported there were five suture attempts. Further info requested but not yet forthcoming. Any additional info will be submitted by a supplemental.

Manufacturer narrative:
Leak around sutures. Lens work order search. A work order search was conducted and there was no similar complaints found.